Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A leak test was subsequently performed on the sample by filling it with red-colored water then monitoring it for 24 hours. After filling, no signs of leak were noted on the sample. After the 24-hour leak-monitoring period, no signs of leak were noted anywhere on the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was not conducted as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) baxter infusor lv10 device reportedly leaked during infusion on (B)(6) 2011. The device was filled with holoxan, and reportedly the leak occurred at the luer lock connection. It is stated that there was a skin contact with the holoxan. There was no report of patient injury or medical intervention. No additional information is available.